Event description:
It was reported to philips that the system gave an emergency stop error, preventing the system from booting. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system and confirmed the reported issue. Upon troubleshooting, fse found that the cable from the pedestal to the connection box was damaged by a table, causing blown fuses in the m cabinet. To resolve the issue, fse replaced damaged pedestal cable and blown fuse in m cabinet. After repair was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.